Manufacturer narrative:
Multiple kinks observed in the exposed portion of the soft cannula however liquid was still able to pass through the fluid pathway without concern. No leaks were found, and cause of the reported bleeding could not be determined. Device was still able to deliver insulin and no abnormalities or signs of struggle were seen in the download data. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patients blood glucose level rose to 536 mg/dl. The patient treated the hyperglycemia with an insulin syringe. The pod was worn between 1 and 4 hours on the abdomen.